Manufacturer narrative:
Codes updated to current guidelines. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-25. It was reported that the pump was in front left side and every time she got it refilled she had to be put under xray. So they took that out and the next pump was put in left side back. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative. The cause of the inability to access the pump at the last refill was determined to be the pump had moved inside the pocket and was inaccessible for a refill or dye study. The cause of the volume discrepancy was unknown. The issue has been resolved. The provided information has been confirmed with the physician.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained hydromorphone [10 mg/ml] at an unknown dose. It was reported the representative stated during the last refill the hcp could not access the pump. Apparently, they were not sure if it was related to depth, if the pump was flipped, or because the patient had lymphedema near the pump as well. The representative said they revised the pump the day of the call ((B)(6) 2017) and moved it from the left abdomen to the left flank. When they aspirated from it, they only aspirated approximately 1 ml, and the programmer said there should be approximately 7 ml. The representative said it wasn¿t clear if perhaps they were able to aspirate some drug during the last refill or why there was a discrepancy as apparently, there had not been significant discrepancies in the past. No patient symptoms were reported. The representative also said they did a rotor study as well to check the pump function. The pump segment of the catheter was 66 cm, and the spinal segment was 38.1 cm prior to the revision. They removed 54.1 from the pump segment and added a new segment to it for a new total of 57.6 cm or approximately 0.127 ml. It was unknown if any troubleshooting was done prior to the call. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts. The pump drug information was updated to hydromorphone [3 mg/ml] at a dose of 1 mg/day. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.